Event description:
Bilateral tmj degenerative changes secondary to bilateral teflon tmj implants. Severe temporomandibular joint degenerative disease with foreign body (implant) and foreign body reaction. 8/19/91 - anterior tympanic membrane perforation due to implants. 7/29/92 - microgenia secondary to right and left tmj condylar degeneration from implants.